Event description:
It was reported the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (27 mmol/l). The customer delivered a correction bolus prior to going to the ER and did not require further treatment to treat the bg. The customer was released 8 hours later with no permanent damage. Technical support confirmed that the pump was functioning as intended. The customer continued to use the pump for insulin therapy.